Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a friend or family member regarding a patient who was implanted with a neurostimulator (ins) for gastr ointestinal/pelvic floor therapy. It was reported that yesterday they turned up the patient's stimulation because the patient was not feeling it when they ran it to the code power on reset (por) on the patient programmer (pp) while attempting to connect. Patient services reviewed information and the caller stated that the patient was not recently around medical equipment. The caller also mentions that they have an appointment with a new healthcare professional (asked/unknown) on august 5th that can assist with this issue. The caller also mentions that the patient fell.